Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the male end of a set broke off into an adapter. The set was being used on a central venous line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male end of a set broke off into an adapter was confirmed. Visual inspection of the set showed that the male luer tip was broken off and was lodged in the female port of the non-bd connector. Examination under magnification showed stress marks at the break site. No tool marks were observed. Functional testing was deemed unnecessary due to the breakage. The root cause of the male luer break is excessive force applied as indicated through the stress marks at the break site.

Event description:
The customer reported the male end of a set broke off into an adapter. The set was being used on a central venous line. There was no patient harm.